Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation. The results showed all dimensions are within specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed on the left eye of a male patient because the lens decentered. An anterior vitrectomy was performed and a lens model za9003 was used as a replacement lens. The patient is good, seeing well, and happy. No further information was provided.